Event description:
It was reported the camera experienced e224 error code. The event happened during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, d10, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken connector, unit failed water leak test between the rear cover and charged coupled device (ccd) and from connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has e224 error code due to bad cable, connector. The most probable cause of the complaint is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.